Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. It is highly possible that the phenomenon occurred due to the following reasons. If the distal part of the scope connector is chipped or bent, excessive stress would be applied to the video connector terminal when the scope was inserted, and the terminal would be buckled. As this phenomenon is related to the connected scope, it is most likely caused by user operation. Moreover, it has been more than eight years since the subject device was manufactured, and the device has been used over a long period of times. It is, therefore, possible that the phenomenon occurred because the pins were worn out by inserting/removing the scope. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4) (osh). Osh checked the subject device and found that the reported phenomenon could not be duplicated. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the endoscopic image was not displayed occasionally. The user suspected that there was failure at the connection part. The user replaced the subject device to another device and completed the procedure. The subject device was used with wa50012a. There was no report of patient injury associated with the event.